Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was "high" and insulin injections were administered. Customer did not deliver a food bolus and was cause of elevated bg. Customer declined tandem technical support's offer to troubleshoot.